Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a device implant procedure. During the procedure it was noted that the atrial lead was cracked near the ring electrode. Lead was exchanged to complete the surgery. Patient had no consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.